Event description:
I have a complaint about how philips is handling their dreamstation CPAP machine recall. We heard about the recall before we even received the letter they sent out. Our machine was registered for the recall as soon as we knew about it. On (B)(6) 2021. This is coming up on a year now and no one can tell us how close we are to getting the foam problem taken care of or a new machine or anything at all. Philips recently put up a website so people are supposed to be able to check on their status and also to update their profile. We are supposed to be able to enter health issues like the severity of (B)(6) sleep apnea that might move us up on the list to getting a new machine, but the problem is that we have never been able to log into the website. We try it at all times of the day but only get this message: "the information you have entered does not match the device registration on file. Please try again. If you believe you have reached this message in error, please call (B)(4)." They say repeatedly that the website is only for people in the united states. I ask if there is a problem because we are trying to log in from (B)(6) and they say that (B)(6) is part of the us (which of course I know!) So it shouldn't be a problem. I'm beginning to think this website is a phony, just a "front" put up to refer people to, just to put us off and make some feel better. Being in (B)(6), we're several time zones away from the rest of the us, and should have an easier time getting on the website because the rest of the country is asleep. I've called the phone number several times and all those people can do is try to log into the website for me, which they also cannot do over and over. During my first call complaining about the website, they were able to update our mailing address as I was told that they would not mail to a post office box. If they can update our address, why can't they take our medical update data also? They won't do that. (B)(6) has severe apnea and is one of those people who could die if they don't use a CPAP machine. He has been using his old machine from 2009. It's 13 years old and shouldn't even be working anymore, we can't get parts for it, and I'm terrified of it breaking down. I am (B)(6) and I am reporting for my husband, (B)(6) who needs the machine. FDA safety report ID# (B)(4).